Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels. Customer reported recently having a blood glucose level of 475 mg/dl. Blood glucose level at the time of the call was 120 mg/dl. During troubleshooting, the insulin pump did not show any signs of malfunction. The insulin pump was not replaced or returned for analysis.